Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc found that there was a loose connection to the mainboard of the monitor. The tc reseated the connection, which fixed the issue. Based on the information available and the testing conducted, the cause of the reported problem was a loose connection to the mainboard. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx400 patient monitor indicating that the monitor goes white and freezes. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.